Event description:
Tip of tool broke off during surgery. Dr was performing a craniotomy and drilling pilot holes for plating system when the tip of the tool broke. The dr used forceps to remove piece of tool from the skull. The dr used another tool to finish drilling holes. There was no injury to the pt.